Event description:
It was reported that approximately twelve days before eri (elective replacement indicators) occurred, the device was not pacing. The device was explanted. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found fractured battery bond wires.